Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver experienced no audio output. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A "try it" manual test was performed and there was no sound omitting from the device. The complaint of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.